Manufacturer narrative:
Additional information received: adding the lot/serial number - mn6451rcrf. This is a follow up report for this additional information.

Event description:
Patient reported that their aligner possibly contributed to a molar fracture. The tooth will be extracted.

Manufacturer narrative:
Since a serious injury occurred, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.